Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Evaluation is in progress.

Event description:
On (B)(6) 2013 patient reported having concerns with his infusion device. Patient stated he received an e8 (power interrupt) error message. Patient reported he pressed the check button 2 times and it did not stop; had to put in a new battery. Patient reported with the new battery, the e8 persists. Advised to change the battery cover. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation. On (B)(6) 2013 the preliminary evaluation found the snap dome of the up button was pressed through by an external mechanical influence and the up button is always active.

Manufacturer narrative:
The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and uncle arable e8 error messages. The problem mentioned by the customer is related to careless handling of the product.